Manufacturer narrative:
Philips service replaced the geo ipc and tested geometry movements. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B) (4)).

Event description:
It was reported to philips that a geo ipc failure caused a geometry error message on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.